Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. Additionally, the customer noted instrument error messages while running the sample. The following data was provided (customer provided normal range: 137 to 145 mmol/l): sid (B)(6) : initial run generated an error code, 1st repeat = 103.9 mmol/l, additional repeats = 138.4 mmol/l and 137.6 mmol/l. Additional sample information was provided: the initial run generated an error code for all parameters. The repeat run generated an error code for hil and creatinine. The 2nd repeat did generate results for hil and creatinine, however, no specific data was provided. No impact to patient management was reported.

Manufacturer narrative:
Additional information for section d4 lot#, d4 expiration date, d4 primary UDI number, and h4 device mfg date. Alinity c sample diluent: lot 32094un23, manufacturing date 5/10/2023, expiry date 4/11/2025, primary UDI number (B)(4). The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. A search for similar complaints did not identify an increase in complaint activity for the alinity c ict sample diluent lot number 32094un23. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 32094un23 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for lot number 32094un23 was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. Additionally, the customer noted instrument error messages while running the sample. The following data was provided (customer provided normal range: 137 to 145 mmol/l): sid (B)(6): initial run generated an error code, 1st repeat = 103.9 mmol/l, additional repeats = 138.4 mmol/l and 137.6 mmol/l additional sample information was provided: the initial run generated an error code for all parameters. The repeat run generated an error code for hil and creatinine. The 2nd repeat did generate results for hil and creatinine, however, no specific data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.